Manufacturer narrative:
The reported noise was not verified in the laboratory. During analysis a cardiac simulator was connected to the device. The device sensed the cardiac signals properly. An hvlic was performed and no noise was observed on the real- time egm. The device paced normally during the measurements, and there was no pacing inhibition. The device was tested on the bench and on the automated electrical system. All device functions were normal. It is not known what caused the noise observed in the field.

Event description:
It was reported that noise was noticed when initiating the (B)(6) . The device oversensed noise and inhibited pacing. Noise was present on all channels. A connection issue was suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : device evaluation anticipated but not yet begun.